Manufacturer narrative:
(B)(4); batch #: unk. We did not receive a batch, or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the staple line did not close, causing a fistula. No other information is known at this time.